Event description:
A customer contacted beckman coulter inc. (Bci) one bottle of creatinine kinase (ck) reagent was broken. No injury was reported for this event.

Manufacturer narrative:
The returned intraocular lens was received cut in 2 pieces across the optic. Visual inspection of the lens showed no optical deviations. Batch records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by a deficient iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Manufacturer narrative:
The returned intraocular lens was received cut in 2 pieces across the optic. Visual inspection of the lens showed no optical deviations. Batch records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by a deficient iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Event description:
The physician reported the patient did not like the side effects after surgery and the intraocular lens was explanted without complication. Patient was intolerant of the halos and glare she was experiencing, a known and labeled possible side effect of all multifocal lens implants.

Manufacturer narrative:
The lens has not been returned to the manufacturer for analysis. Lens met all specifications prior to release. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Lens not received for analysis.